Manufacturer narrative:
Evaluation of the returned handle and ruby coil pusher assembly confirmed, that the ruby coil¿s pull tube was stuck within the handle. If the handle is repeatedly actuated, during attempts to detach the coil, damage such as this may occur. The pull tube and pull wire were able to be removed from the handle body after disassembling the handle. The handle was then tested on a test fixture and performed within specification. Subsequently, the handle was used to detach a demonstration ruby coil without an issue. Further evaluation of the ruby coil pusher assembly revealed, bends and kinks. This damage was likely incidental to the reported complaint. Penumbra handles are 100% visually inspected and functionally tested, during incoming quality inspection. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-02527. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02527.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils, a ruby coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a ruby coil to the target vessel and attempted to detach it using the handle; however, the ruby coil failed to detach. Therefore, the physician manually detached the ruby coil. The physician then advanced another ruby coil to the target vessel and successfully detached it using the handle. However, after the detachment, the pusher assembly of the ruby coil became stuck in the handle. Therefore, the handle was not used for the remainder of the procedure. It was reported that the handle was unable to fully cover the pusher assemblies of the ruby coils and that the physician experienced resistance while advancing the pusher assemblies of the ruby coils into the handle. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.